Event description:
The customer reported that the therapy selector is defective. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.